Event description:
A dealer has reported an event regarding a powered wheelchair where the right motor gearbox is leaking grease and that the seal may be broken. In speaking with the reporter it was learned that the end user did not report the circumstances that lead to this incident. No injury has occurred due to this incident. The device will be repaired.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 1 year, 2 months old. The owner's manual part number 1141450, rev.e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: the initial reporter also reported that when the technician went to the end user's house, the device was in the garage. It was also reported the device is exposed to weather elements and the end user does not keep it covered during bad weather. The end user is reported to use this powered wheelchair for everything. Any further information that is received will be filed in a supplemental report.